Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: g2 (unmark company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint video system center processor was turned on, but there was no display visible on the processor touch panel, no image on the monitor, and no color bar are confirmed. Based on the results of the investigation, it is likely surmised that the reportable malfunction ¿no image¿ and ¿touch panel blackout¿ occurred due to faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center processor was turned on, but there was no display visible on the processor torch panel, no image on the monitor, and no color bar. The issue occurred during the routing inspection. There were no reports of patient involvement.